Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving adequate stimulation. A sjm rep ran lead diagnostics which identified invalid impedance values for all contacts on the scs lead. X-rays showed the scs lead was fractured. The pt had fallen 2 months prior. The scs lead was replaced and showed to have normal impedance values during intra-operative testing. There is no add'l info at this time.